Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad freezes and becomes unresponsive which was reproduced when multiple keys were found to be inoperable during device evaluation. The reported symptom was verified and found to be caused by a non- original equipment manufacturer keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a keypad of a spectrum pump freezes and becomes unresponsive. There was no patient involvement. No additional information is available.